Event description:
It was reported that a spectrum pump had the flow sticker missing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "missing flow sticker" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was missing flow labels. The flow labels is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.